Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device, telescope pullback and advance functionality tests could not be performed. The sheath assembly was found to have the clear imaging window tubing detached from the blue sheath tubing at the lap joint. This fully exposes the imaging core. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that imaging catheter failed to cross the lesion. The 90% stenosed target lesion was moderately calcified and moderately tortuous. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was unable to cross the lesion. Predilatation was performed but the device still failed to cross the lesion. The procedure was completed with non-bsc device. The patient's condition is good and no complications was reported. However, device analysis revealed that the clear imaging window tubing was detached from the blue sheath tubing at the lap joint.